Event description:
The customer alleged intermittent audio alarm. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device. He found a black plastic cover with white adhesive tape placed over the speaker. He replaced the alarm module as a precaution. The unit passed extended self testing. It is not verified that there was an intermittent no audio alarm, and no malfunction may have occurred. As corrective action, staff education was performed to departments concerned. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.